Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER) after a syncopal event and with slow heart rates ranging between 20-40 beats per minute (bpm). The device was interrogated, and this right ventricular (rv) lead was found to exhibit loss of capture (loc) and high pacing thresholds. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER) after a syncopal event and with slow heart rates ranging between 20-40 beats per minute (bpm). The device was interrogated, and this right ventricular (rv) lead was found to exhibit loss of capture (loc) and high pacing thresholds. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER) after a syncopal event and with slow heart rates ranging between 20-40 beats per minute (bpm). The device was interrogated, and this right ventricular (rv) lead was found to exhibit loss of capture (loc) and high pacing thresholds. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: device codes: h6; impact codes: h6; patient codes: h6.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER) after a syncopal event and with slow heart rates ranging between 20-40 beats per minute (bpm). The device was interrogated, and this right ventricular (rv) lead was found to exhibit loss of capture (loc) and high pacing thresholds. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.